Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device was broken was confirmed. The evaluation found that the shaft of the burr had rub marks where the shaft had broken. These types of rub marks are consistent with the burr rubbing against the attachment causing the shaft to fracture. The assignable root cause was determined to be due to improper handling. D4: UDI: UDI: the part number was unknown. Therefore, the UDI is unknown. D1, d2, d4, g5: the product code was unknown; therefore, brand name, catalog number, and 510(k) are unknown d3, g2: the manufacturing location was unknown. D4, h4: the lot number was unknown; therefore, the device manufacture date is unknown.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device burr shank was broken. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.